Event description:
It was reported via clinical studies, exactech knee replacement study, that a 74 yo female patient who was initially implanted on (B)(6) 2012 on the right side for the primary diagnosis of osteoarthritis, had tibial loosening after a fall and underwent a revision approximately 5 years 3 months post the initial implant for mechanical loosening of a tibial component. The case report form indicates this event is possibly related to devices or procedure. The study indicates the event was resolved (B)(6) 2017.

Manufacturer narrative:
No device return anticipated. Concomitant medical products: 02-010-01-0330 - logic femoral ps cem right sz 3, 204-04-33 - trapezoid tibial tray sz 3f/3t, 200-02-38 - three peg patella 38mm, 99 - femoral stem. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review, it was determined there was no reported information indicating the device or procedure may have caused or contributed to the post traumatic event, "tibial loosening after a fall". As there is no written, electronic, or oral communication that alleges deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance of a device after it is released for distribution, this device issue is not considered a complaint.